Manufacturer narrative:
The biomedical engineer reported that the transmitter overheated and was smoking. He tested the device with different batteries and the issue was duplicated. The device was not in use on a patient at the time and no patient harm was reported. The customer was provided with an exchanged device and sent the failed one in for evaluation. The failed device is currently awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the transmitter overheated and was smoking.

Manufacturer narrative:
The biomedical engineer (bme) reported that the transmitter overheated and was smoking. He tested the device with different batteries and the issue was duplicated. The device was not in use on a patient at the time and no patient harm was reported. The customer was provided with an exchange device and sent the failed on in for evaluation. Quality assurance completed an evaluation on the unit and reported that the batteries required for this investigation were not returned and battery cover was missing. New batters were inserted into the unit and heating could not be duplicated. Inspection of the negative contacts shows resin melting at the spring which per an nkc investigation on a similar incident is indicative of improper battery insertion. In addition, the battery contact/prong was bent significantly supporting incorrect battery insertion.